Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi mmol/l, which on the system indicates a result in excess of 33.3 mmol/l (aviva expert), and 6.2 mmol/l (aviva nano). It is unknown if the same vial of test strips were used to obtain each result. The strip lot was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.